Event description:
MFR rep reported device was removed due to infection - date unk. The device was not returned to the MFR for analysis. A follow up report will be sent when additional info is received.